Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen appeared very dim and fades black very quickly. Customer's blood glucose level was not provided. Tandem customer technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.